Manufacturer narrative:
H10: e1-(B)(6) hospital. (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating incorrect parameters. At this time, it is unknown if the device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report incorrect parameters. Per the initial good faith effort (gfe) response received on (B)(6) 2026, the incorrect parameters were related to tidal volume; however, the authorized service provider (asp) engineer ultimately did not discover any issues the device. The device did not fail any testing, and no error codes were found. Furthermore, the reported issue could not be replicated as the customer rejected to provide more case information.

Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement as the device was not in use, and there was actually no malfunction with the device. The device ultimately passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H6- health impact was updated